Event description:
Physician reported the guideliner catheter separated into two pieces while contained inside of the guide catheter. The physician was able to remove the guide catheter and guideliner successfully in one piece.

Manufacturer narrative:
The guideliner and guide catheter were successfully removed and taken out in one piece together. No patient impact was reported by the account. (B)(4)